Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level. The customer reported that blood glucose was 166 mg/dl at the time of incident and current blood glucose was 46 mg/dl and customer ate breakfast. The customer reported that last night lost signal and saw that the metal piece was still in him. Troubleshooting was declined for low blood glucose. The insulin pump will not be and sensor will be returned for analysis.